Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's friend reported a protruded drive support cap. Advised the caller that the insulin pump would be replaced. Nothing further was reported.